Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
The pt reported experiencing elevated blood glucose of 19-22 mmol/l. The pt bloused through the infusion device but was unable to lower blood glucose. The pt switched to a previous infusion device using the same insulin cartridge and basal rate settings and blood glucose decreased. No further info is available. The pt did not require medical assistance from a health care professional or other party to address the issue. The infusion device was replaced and requested to be returned for eval.